Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product has not been evaluated. A review of the device history records was performed and no complaint related issues were found. Additional evaluation was conducted. The report indicates that the root cause of that complaint was determined as manufacturing failure. The drill bit that was used for the drill for the hole has been worn out. Furthermore, a blocked metal chip could have led to the wrong and out of center drilling. (B)(4). Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that the measuring device hole is not centered. The inside is visible to a distorted circle as against the outside. This is report 3 of 3 for complaint (B)(4).